Event description:
Literature: denheyer m, kiss zh, haffenden am. Behavioral effects of subthalamic deep brain stimulation in parkinson's disease. Neuropsychologia. 2009; 47(14):3203-9. Summary: this article presents a review of 16 pts with idiopathic parkinson's disease who underwent bilateral stn dbs between 2002 and 2006. Postoperatively the pts were assessed with the frontal systems behavior scale (frsbe) to provide a quantitative assessment of post-operative behavioral functioning. The primary objective was to explore the utility of the frsbe in characterizing behavior disturbance. Secondly, the study sought to examine the relationship between frsbe scores, mood, motor function, and cognitive measures. Finally, the study sought to determine the relationship between self- and family reports of behavior. Reportable event: three pts were excluded from the study due to death unrelated to the implant surgery. No cause of death or relationship of the pt's death to the deep brain stimulation therapy was reported.